Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately six months after the implant of an implantable cardioverter defibrillator (ICD) with an absorbable envelope. The implantable cardioverter defibrillator (ICD) system was explanted. It was noted that the infection was of lower pocket near to the right ventricular (rv) lead and vegetation was seen from echo (echocardiogram). Antibiotic treatment for the patient was necessary. No further patient complications have been reported as a result of this event.